Event description:
During eval of a returned homechoice machine, an overfill was discovered. In the therapy session started in early 2008, drain 3, the home pt's ultrafiltration (uf) reading was 1021 ml. This uf indicates that the home pt (hp) drained 1021 ml more than the programmed fill volume of 2000ml for a total drain of 3021 ml. Per the home pt's nurse, therapy has been going well and there was no pt injury or medical intervention associated with overfill.

Manufacturer narrative:
Eval results: the homechoice machine was received and evaluated. Three simulated pt therapies were performed using the pt's therapy settings. During these therapies, no problems were encountered. The device was then tested for volumetric accuracy. This test was performed and, the fluid volume delivered to and removed from the simulated pt for each exchange was within design specs. The device's pneumatic system was monitored and no problems were revealed; all pressures were correct and stable. The cover was opened and an internal inspection was performed. No problems were encountered and all connections were correct and secure. A review of the device's service history revealed no issues related to overfill. No failure or malfunction of the device was observed that could have caused or contributed to the reported difficulty. Based on a review of all available info, the probable cause of this overfill was determined to be insufficient drain due to multiple cycles that advanced to fill when there was a slow or no flow condition detected above the minimum drain volume threshold and/or insufficient drain due to a false empty detect at initial drain. The device will be routed to the service area.